Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. Visual examination, x-ray examination, dimensional analysis, and electrical testing found no anomalies. The cause of the reported event was due to the helix being clogged with blood/body fluids.

Event description:
It was reported during implant that the helix on the patient's atrial lead would not retract. The physician opted to replace the lead. There were no patient consequences.